Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). The rep met with the patient and attached the mdt file. The rep disabled the adaptive stimulation and stated they only felt the stimulation go off once. The patient didn't have their patient programmer so they were unable to check and see what the icons showed. The patient felt that there was definitely less turning off than before and it must have been right after they left and that it hasn't happened in a while. The technical services stated that nothing looked out of the ordinary on the patient's device. It was said that sometimes with adaptive stimulation that the transition zone can result in the feeling of stimulation turning off and on. Some suggestions for next steps were that they could start fresh with adaptive stimulation and note day/time anytime the patient feels stimulation going on/off. They could program a standard program. The main point was that they should have the patient document the occurrences to help locate the issue.

Event description:
Information was received from a patient via manufacturer representative regarding a patient who had an implantable neurostimulator (ins) for spinal pain. It was reported that about a month or so after implant, patient noticed the ins "cuts off" and patient did not feel stim and then it turns back on a few minutes later. Patient noticed this prior to activating adaptive stimulation function and it continued to occur after the feature was turned on. This happened from time to time and it came in clusters; patient would notice it 2-3 times and then not at all for a week. It happened once when patient was walking in the mall and noticed it turn off. Patient kept walking and a few minutes later it came back on. When they were at the mall they tried to check the ins, the programmer showed poor communication. Another time was when patient was laying in bed. Manufacturer representative checked the device, the programmer was working fine and impedances were within the range. Also, they palpated along the track of the lead down to the ins to see if that caused the intermittent on/off stimulation but nothing happened. The ins remained on the whole time. Additional information revealed that patient's charging looked good and consistent. The lowest the ins got was around 25% charged and there was no indication that stim was ever lost or ins turned off due to low battery. Also, there was no data to show that the ins was ever turned on or off with the patient programmer or insr. Patient was to continue monitoring the device. No symptoms were reported.